Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l40756, implanted: (B)(6) 1997, product type: catheter. (B)(4)

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 800 mcg/day) and bupivacaine intrathecal (2000 mcg/ml; 12 mcg/day). The lot numbers of the medications were unknown. The patient's indication for pump use was multiple sclerosis and intractable spasticity. The patient had pneumonia 4 times starting in (B)(6) 2014, which occurred after the incident with the pump and the related stress (date and details of the event were not provided). Additional information has been requested regarding the steps taken to resolve the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.